Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. During troubleshooting with the customer, the manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to swap the power switch overlay. The customer replaced the power switch overlay to address the reported problem. Following part replacement, the unit successfully passed the required performance verification test. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated a alarm led failed error code. There was no patient harm reported.